Manufacturer narrative:
Evaluation: results: visual inspection of the returned lens showed the lens was returned dry and a piece of the haptic was missing. There was a dark surgical residue on the lens. Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the micl13.2 implantable collamer lens was loaded like a taco into the nanopoint injector and inserted in the plano position. After the lens was inserted, a tear was observed. The lens was removed and the back up lens was implanted without any pt injury.